Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage with crack and keypad anomaly by customer pressed the load reservoir and its delayed. The blood glucose at the time of the incident was 178 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device received with cracked case(battery tube), cracked case corner of belt clip rail corner, cracked battery tube threads and faded serial number label. (B)(4).